Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a dual electrogram (egm) issue on the data transmission. The caller wanted to know why there was so much noise on the magnet/non-magnet strip. The device remains in use and no patient complications have been reported as a result of this event.